Event description:
After platelet infusion, rn had flushed 5mls normal saline through PICC, PICC flushed easily w/no resistance, at 5mls, the PICC split open, and normal saline gushed out of the line at the split. Rn immediately notified charge nurses.